Manufacturer narrative:
This report is submitted on february 14, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced vertigo post-operatively and was subsequently re-admitted to hospital due to nausea and vomiting (date and duration not reported). The patient is being clinically managed.